Event description:
Boston scientific received information that this product was part of a system revision due to infection. Further information indicates that the physician decided to use device to connect to the lead via jugular vein. The facility planned on re-sterilization. Additional information received that the device wasn't sterilized but was stored in a sealed bag. This device was used as an external pacemaker connected to a temporary pacing wire. The product was explanted and no longer in service. There were no additional adverse effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was obtained from field representative that the physician believed that there was a pocket infection, however the origin of infection was not conclusively determined. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).